Event description:
Infant required ppv in the delivery room via bag and mask. Ppv attempted with bag and maskno chest rise noted, infant intubated, no chest rise noted. Chest compressions began, ppv via t-piece resuscitator started with improvement in chest excursion and heart rate. The v-care infant resuscitator bag found defective, the duck bill valve did not open.